Event description:
Reprise IV study. It was reported that valve thrombosis, aortic stenosis, dyspnea and fatigue occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, 377 days post index procedure, the subject presented for protocol scheduled 12-month follow-up visit. The subject's aortic valve velocities were significantly increased compared to previous echocardiogram (echo) and subject was started on coumadin. Computed tomography (CT) was performed and revealed the presence of prosthetic aortic valve thrombosis. Ten days later, the subject was advised to visit the emergency department and on presentation had complaints of progressively worsening dyspnea on exertion and fatigue. The subject was hospitalized for evaluation and treatment. The subject was recommend to start on eliquis and discontinue coumadin for the event. Five (5) days later, the subject was discharged on aspirin and eliquis. It was further reported that in (B)(6) 2020, aortic valve stenosis was also observed during testing as a result of thickened leaflets, moderate mitral annular calcification and mild left ventricular hypertrophy.

Event description:
(B)(6) study. It was reported that valve thrombosis, dyspnea and fatigue occurred. The subject was enrolled into (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, 377 days post index procedure, the subject presented for protocol scheduled 12-month follow-up visit. The subject's aortic valve velocities were significantly increased compared to previous echocardiogram (echo) and subject was started on coumadin. Computed tomography (CT) was performed and revealed the presence of prosthetic aortic valve thrombosis. Ten days later, the subject was advised to visit the emergency department and on presentation had complaints of progressively worsening dyspnea on exertion and fatigue. The subject was hospitalized for evaluation and treatment. The subject was recommend to start on eliquis and discontinue coumadin for the event. Five (5) days later, the subject was discharged on aspirin and eliquis.